Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) university. E1 - initial reporter phone: (B)(6).

Event description:
It was reported loss of aspiration occurred with the device. A jetstream xc atherectomy catheter was selected for a procedure to treat an arterial occlusion located in patient's lower extremity. During the procedure, a bubble error occurred. After several attempts to re-prime the device, the bubble error issue was resolved. During use inside of the patient, loss of aspiration occurred. The procedure was completed with a different device of the same model. There were no patient complications as a result of this event.